Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as the pump powered on to a dim and discolored display. The pump was disassembled and no damages were observed to the display connector or the display flex cable. The display latch was secure. A test display was used and was noted to work properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.